Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are plans to implant the contralateral ear, but it is unknown if this has occurred as of the date of this report. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced difficulty healing and skin atrophy. Two revisions of the skin flap were attempted (dates not reported), but the issue could not be resolved. There are plans to explant the device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, there are no plans to reimplant the patient with another device as of the date of this report, (B)(4).